Event description:
From operative report: when drilling for this screw the drill bit seized against a screw and broke becoming entrapped within the intramedullary canal of the humerus. This was seen on fluoroscopy and clinically the drill bit had cleanly broken. There was no debris within the soft tissue with the patient's arm. Upon closer inspection of the humerus and its position on fluoroscopy performed a cause benefit analysis and determined that it would be detrimental to the patient to perform a corticotomy and remove the fragment as it had been entrapped within the intramedullary canal. We determine that it is very unlikely that this drill bit would cause any issue in the future and was documented as a perioperative occurrence. Distally the cortical screw it was at the level of the olecranon fossa was exchanged for a shorter screw that was a locking screw.